Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately 3.5 years post initial implant the patient was treated for aneurysm enlargement and a type ii endoleak with coiling the iliolumbar artery. Now, approximately 2.5 years post re-intervention the continued aneurysm enlargement was identified. There was no endoleak noted. The patient is reported as stable; however, tends to be non-compliant with follow-up. Further intervention has not yet been scheduled. The aneurysm enlargement and a type ii endoleak with treated with coiling was previously reported under MFR# 2031527-2017-00627.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: result code ¿ removed 3233. H6: conclusion code ¿ removed 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately 3.5 years post initial implant the patient was treated for aneurysm enlargement and a type ii endoleak with coiling the iliolumbar artery. Now, approximately 2.5 years post re-intervention the continued aneurysm enlargement was identified. There was no endoleak noted. The patient is reported as stable; however, tends to be but non-compliant with follow-up. Further intervention has not yet been scheduled. The aneurysm enlargement and a type ii endoleak with treated with coiling was previously reported under MFR# 2031527-2017-00627.